Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Added concomitant device. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation.

Event description:
63-year-old male patient with extensive cardiac history was admitted with acute decompensated heart failure. He had been on home milrinone prior to admission. The patient was admitted for an impella 5.5 implant as a bridge to heart transplant. The patient was in the ICU and experienced ventricular tachycardia (vt) requiring multiple shocks. After the multiple shocks, the impella began having issues with the flattening of the ao and lv signals and suction alarms. An echo was performed and no clot was found and impella placement deemed to be good. The care team opted to add epinephrine, and both the ao and lv waveform signals returned. Continuous renal replacement therapy was initiated due to acute kidney injury. The patient had ongoing issues with vt and required antiarrhythmic medication. The patient was ultimately implanted with a durable left ventricular assist device, and the impella was removed without incident. It is difficult to determine whether the vt and renal failure were directly related to the impella device or secondary to the patient¿s cardiogenic shock status since admission.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.